Event description:
The customer contact reported a disconnection. The secure lock male adapter of the secondary blood set was connected to the clave y-site of a plumset to deliver an unspecified blood product. It was reported that the collar of the secure lock was "stuck" in place and would not rotate; however, the tubing set remained in clinical use. Reportedly, a few minutes after the nurse initiated the blood delivery, the secure lock male adapter of the blood set disconnected from the distal clave y-site of the plumset and an unspecified volume of the blood product leaked. The secondary blood set and the unspecified blood product were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).